Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, loss of prime with non-zero force was recorded in the black box. The pump rewind, load, and prime sequence was performed successfully. A 10 u normal bolus and 10u audio bolus was performed successfully with no loss of primes occurring during testing. The force sensor calibration was found to be within specifications. The loss of prime issue was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that multiple loss of prime warnings were emitted by the pump after using multiple cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.